Event description:
It was reported by remote transmission the patient presented to the emergency department after receiving a shock. It was determined the shock was due to atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2004. (B)(4).